Manufacturer narrative:
Product analysis: the device failed its incoming testing of its ventricular current, it was too low and it was noted that calibration was required. It was additionally noted that the ring attachment was bent, both bails and bail covers were missing and the lower case was broken. The unit was cleaned and inspected, the lower case, bails, bail covers and ring attachment were replaced, the main board was calibrated and it then passed its testing on the automated test system. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the external pulse generator's output. The product has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service. It was further reported that during preventive maintenance/testing it was noted that the output values for the ventricular and atrial values were out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the external pulse generator's output. The product has not been received into service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.